Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. Patient (B)(6) initial result was 151.3 mmol/l and the repeat result was 133.3 mmol/l. Additional, results of 147.2 mmol/l and 139.4 mmol/l were provided for this sample. Clarification was requested, but it has not been received. Patient (B)(6) initial result was 145.7 mmol/l and the repeat result was 129.6 mmol/l with a data flag. Patient (B)(6) initial result was 146.8 mmol/l and the repeat result was 133.8 mmol/l with a data flag and 138.4 mmol/l with a data flag.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
Clarification was received that the actual results for patient 1 were an initial result of 147.2 mmol/l and a repeat result of 139.4 mmol/l. The field service engineer cleaned the internal standard path, diluent reagent path, and the ise reagent flow path. He checked the ise, and the customer washed the ise, calibrated, and ran controls. The investigation is ongoing.